Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm within several seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.